Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic right inguinal hernia repair with mesh. He had revision surgery the time line was not given in the source documentation. The patient experienced inguinal pain, complications leading to recurrence.

Manufacturer narrative:
New information shows that the product within this report was not used or otherwise involved in the reported issue. No further reports will be sent for this product event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a right inguinal hernia. The patient experienced inguinal pain, complications leading to recurrence.